Event description:
Customer called to report the pump did not have an audible tone. Also it was started that the buttons were sensitive and the up arrow button continuously was ramping when it was pressed. Device was not dropped, bumped, or exposed to moisture.